Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es results (0.450 ng/ml) from a single patient sample using the vitros 3600 immunodiagnostics system. The same sample was retested and the repeat result (<0.012 ng/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected tropi es result of 0.450 ng/ml was not reported outside the laboratory, and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample when processed on a vitros 3600 immunodiagnostic system. The investigation determined the root cause of this event was instrument related. Prior to service actions being performed, troponin I precision test results were outside of acceptable guidelines. An ocd field engineer (fe) made repairs to the reagent metering subsystem of the analyzer. Service actions performed on the affected subsystem returned the 3600 analyzer to expected performance. Following these actions, acceptable vitros tropi es precision was observed. In addition, improper sample processing (centrifugation) cannot be ruled out as a contributing factor. The affected patient sample had been processed outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.